Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the physician and was not returned for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during an attempt to place an embolization coil in the hypogastric artery, the coil became stuck in the middle portion of catheter and then detached. The coil was removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
Procedural images were provided by field clinical specialist and reviewed by microvention's product safety physician: the images show what appears to be a coil in a catheter. This is consistent with the complaint, which stated that the azur coil became stuck and detached in a navicross catheter. The visual review of the images was unable to determine the conditions of circumstances that led to this condition. Without the physical evaluation of the device, further investigation into the cause cannot be performed.